Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm) sensor and a contact detach steel infusion set, noting a leaking cartridge inside the pump and a fingerstick blood glucose of 455 mg/dl that decreased to 395 mg/dl after a full supply change. Customer care provided support that included user counseling on performing a full supply change and confirming downward glucose trend by fingerstick. Investigation of this case revealed a suspected cartridge leak within the ilet that was addressed by replacing supplies, with no visible damage or cracks reported on the cartridge and blood glucose trending down afterward. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and self-management with continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or a device component leak that resolved with supply replacement.